Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the buttons were not responding. The blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was performed. The customer removed the battery for 5 minutes and reinserted the battery; he stated the display remained frozen. He then received an unexpected restart alarm, cleared it and stated the buttons were responding and the time advanced. The customer did not change to a new battery. It was advised to monitor the device. The device will not be returned for analysis.